Event description:
During remote follow up, post-paced t-wave oversensing due to fusion was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated post-paced t-wave oversensing observed on the device was due to functional loss of capture.